Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, an ophthalmic laser indirect ophthalmoscope (lio) exhibited low power output. The surgery was successfully completed on the same day by increasing the laser power. There was no harm to the patient.